Manufacturer narrative:
The device was received with intermittent button response due to corroded keypadtraces. The device also received with scratched lcd window, broken belt clipslot, and cracked battery tube threads. Back light functioned properly during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.